Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Background: it was reported that on (B)(6) 2019, during an unknown procedure, the screwdriver broke at the handle into two (2) pieces. It is unknown if there was surgical delay. Patient and procedure outcome are unknown. This complaint involves one (1) device. Flow: broken & visual (appearance not as expected) visual inspection: visual inspection of the returned device performed at customer quality (cq) identified a broken handle. The handle has broken at a transverse angle at the location where it is secured to the shaft with a dowel pin. Remaining part of handle and holding sleeve was not received at us customer quality. Does the received condition agrees with complaint condition? Yes . Dimensional inspection: dimensional analysis was not performed as relevant features are significantly deformed. The small hexagonal screwdriver with holding sleeve [314.02(0)] is a common reusable trauma instrument, noted in multiple system technique guides including: small fragment. In each system the driver is utilized to insert screws with 2.5mm hexagonal recesses. No product design issues or discrepancies were observed during this investigation. DHR review: according to dco ecn/ecr 0497015 it was deemed that device was manufactured before 1997. DHR review was not performed since there is no lot number specified in design, material analysis: according to dco ecn/ecr 0497015 it was deemed that device was manufactured before 1997. Based on age, it is unlikely that the material property would have contributed to complaint condition. Conclusion: a definitive root cause for the handle breaking could not be determined based on the provided information. It is possible that cumulative wear and rough handling and repeated thermal sterilization cycles for over 20 years of service have contributed. This complaint is confirmed for a broken handle and missing component however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction and internal fixation (orif) of the forearm on (B)(6) 2019, the screwdriver broke at the handle into two (2) pieces. Fragments were generated from the broken device but were removed easily. Procedure was successfully completed with a surgical delay of one to two (1-2) minutes. Patient outcome was good.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during an unknown procedure, the screwdriver broke at the handle into two (2) pieces. It is unknown if there was surgical delay. Patient and procedure outcome are unknown. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 1 for (B)(4).